Event description:
It was reported that high impedance had been observed on the left ventricular lead. The physician suspected a connection issue. The pocket was opened and the lead was removed from the pulse generator. When tested externally, the lead exhibited normal measurements. The lead was reconnected and normal impedance measurements were seen. The pocket was closed and the lead remained implanted. The patient was in good condition following the procedure.